Event description:
It was reported that during evaluation at bench repair, the device had no audio. The device was not in use on a patient at the time of the event, there was no adverse event reported. The actual device was returned to the philips authorized repair facility where the technician found the mx40 telemetry device had no audio. Results of functional testing indicate a failed speaker. The reported issue is confirmed. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the customer is not having the device be repaired just evaluated.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that during evaluation at bench repair, the device had no audio. The device was not in use on a patient at the time of the event, there was no adverse event reported. The actual device was returned to the philips authorized repair facility where the technician found the mx40 telemetry device had no audio. The investigation is in progress.